Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the nurse took out the suture from the packet, a knot had been formed in the middle part of the main body. The nurse attempted to slip it, but the thread broke and could not be used. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.